Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed a reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and the generator, and the device was recognized and visualized correctly. No mapping issues were detected during the test. However, no temperature was displayed on the generator due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax observed during the analysis could be related to the mapping issue reported by the customer. The potential cause of the pebax damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The ngen generator user manual contain the following information: do not use temperature settings higher than those recommended in the instructions for use for the catheters. When an irrigated catheter is used, the temperature measurement reflects the temperature of the cooled irrigated electrode, not the temperature of the tissue. The temperature of the tissue may be distinctly higher and the risk of steam pop may increase. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal and the mapping issue reported by the customer. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer's reported temperature issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that when the catheter was connected, temperature was not displayed, an eco cable error occurred and a situation where neither fast anatomical mapping (fam) nor points can be obtained. The issue was not resolved by replacing the cable, restarting the patient interface unit (iu) and ngen, or replacing the catheter. Issue was resolved by reconnecting the dongle. The procedure was successfully completed. The customer's reported temperature and fam issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 13-apr-2026, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.